Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit was not returned. Review of the customer provided photographs verify there is air in the treatment bag as reported by the customer. Further review of the photographs verifies the photoactivation module leak as blood is visible on the outside of the photoactivation module and cracks are seen in the photoactivation plate. A known cause for cracks in the photoactivation plate is due to excessive solvent used during manufacturing. The solvent can cause damage to the photoactivation plate if too much solvent is used and left to set within the plate. The excess solvent is from the bonds that join the tubing and port on the photoactivation plate together, causing the plate to crack from the inside out. A material trace of the photoactivation plates used to build lot l237 did not find any non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the photoactivation module leak is most likely due to excessive solvent during the tube bonding process by the manufacturing operator. Retraining has been completed for the relevant operators to reinforce proper tube bonding instructions. No further action is required at this time. This investigation is now complete. (B)(4) h.m. (B)(6) 2023.

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported air bubbles in the photoactivation module. The customer provided photographs and review of the photographs identified a leak coming from the photoactivation module. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. There was no report of patient harm associated with this event. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l237 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l237 shows no trends. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6)2023.